Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during an implant attempt of the subject lead, high lead impedance values (over 2000 ohms) were measured, while pacing pulses were successfully delivered through the lead. Another lead was subsequently implanted instead.

Event description:
The physician reported that during an implant attempt of the subject lead, high lead impedance values (over 2000 ohms) were measured, while pacing pulses were successfully delivered through the lead. Another lead was subsequently implanted instead.